Manufacturer narrative:
The insulin pump was received with normal operating currents and the device passed the self test along with the unexpected restart error, displacement, rewind, basic occlusion, prime/compromised force sensor, and excessive no delivery tests. However, the unit alarmed with motor error during the occlusion test due to a faulty force sensor resistor. The excessive no delivery alarms could not be confirmed due to the motor error alarms. The motor passed the motor test. The following physical damage was noted: cracked reservoir tube lip, broken battery tube threads, cracked casing at a display window corner, minor scratches on the lcd window, cracked lcd window, scratched reservoir tube window, and a cracked reservoir tube.

Event description:
It was reported via phone call that the customer had a bent cannula and the insulin pump did not alarm with no delivery. The patient's blood glucose at the time of incident was 5.7 mmol/l. Troubleshooting was initiated and it was explained to the customer that a bent cannula will not always trigger a no delivery alarm. A high pressure test was performed and the insulin pump successfully alarmed with no delivery. No products were returned or replaced.